Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed nine clips as intended; finally the instrument locked out without any difficulties noted. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device applied first clip to cystic artery. Clip appeared to be applied and formed, but when device removed from artery, some resistance felt and the clip was dislodged and ¿hanging¿ from vessel. This clip was removed. A second clip was fed sideways into jaws and was removed from device. Third clip formed properly. Six to seven additional clips fired and they fed sideways and dislodged (hanging off of vessel but still attached to tissue) and removed. A few more clips were fired as intended. It was also noted that when cautery was applied in vicinity of clips, a few clips slipped off both the duct and artery and were retrieved. Case was completed with cautery and same device. There was no noted bleeding or bile leakage related to clips. There were no patient consequences.